Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The monofilament was not returned, limiting the scope of this investigation; therefore, the reported suture break could not be confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The other proglide referenced is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a diagnostic procedure. Reportedly, when the plunger was retracted from the device body, the suture broke. The device was removed from the patient's groin and a second proglide was attempted with the same result. A third proglide was used and it was successful achieving hemostasis. There was no adverse patient sequela and no clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.